Manufacturer narrative:
During our examination of the returned device, we confirmed the reported separation; however, we were not able to determine with certainty the root cause of the event. Our quality control department confirms the correct proximal fittings are used on this device and that the fittings are secure to the catheter tubing 100%. They also verify the fittings are secure at the glue joint. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.

Event description:
The ed physician placed the pneumothorax catheter with no apparent problems in 2008. Two days later, when the attending pulmonologist was preparing to remove the tube, it was noted the tube had disconnected. A cardiovascular surgeon came to the bedside and explored the site. The catheter was retrieved with no difficulty. The patient's lung had re-expanded, so the device was deemed to have been effective.